Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The left ventricular pacing lead impedance rose from 260 ohms the week of 2005-(B)(4) to greater than 16000 ohms the 2005-(B)(4). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was broken in the ICD pocket near the connector. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event.